Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a gradual increase in shock impedance measurements. A recent measurement was high and out of range, however, the most recent shock delivery returned an in range shock impedance. Boston scientific technical services (ts) reviewed the observation and discussed that the gradual increase is likely due to calcification or scar tissue. Ts recommended increasing the out of range measurement alert and continuing to monitor the system. This ICD and the right ventricular (rv) lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a gradual increase in shock impedance measurements. A recent measurement was high and out of range, however, the most recent shock delivery returned an in range shock impedance. Boston scientific technical services (ts) reviewed the observation and discussed that the gradual increase is likely due to calcification or scar tissue. Ts recommended increasing the out of range measurement alert and continuing to monitor the system. This ICD and the right ventricular (rv) lead remain in service. No adverse patient effects were reported. This supplemental report is being filed to provide an updated code.